Event description:
Pt was admitted to hospital for dizziness by ambulance. Clavicle crush fracture of conductors noted upon system evaluation. Device was removed from service. No other patient complications have been reported as a result of this event